Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for low blood glucose (29 mg/dl). Customer was taking glucose and glucagon for treatment of low bgs. During hospitalization, customer remained on the pump and was treated with d50 (dextrose). Reportedly, customer's bg level remained in the 30's mg/dl. The customer was released from the hospital on 9/4/15 with the issue resolved. Health care provider reviewed customer's pump settings and confirmed settings were correct.